Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device had no power. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failure was traced back to auxiliary drawer 6, where the drawer controller was found to be faulty. A field service engineer replaced the controller and one defective cubie. The drawer was tested successfully using the hardware test application. The customer covered the drawer and tested several medications without encountering any issues. The system functioned as intended after the field service engineer repaired the device.